Event description:
It was reported that when opened the bag, there was no needle cover. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the needle cover missing is confirmed; however, the root cause is unknown. Two 22 g x 0.75 in. Powerloc infusion sets and one opened package were returned for evaluation. An initial visual observation showed no use residue on the samples. An end cap was returned on one of the samples. The safety mechanism of both samples were observed to be engaged over the needle tip. No needle covers were found with the returned samples. While the needle covers which were reported to be missing were not returned with the samples, it could not be determined when or where the needle covers went missing. Therefore, the cause of the missing components is unknown. The report of missing components has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.